Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device by resmed. Review of the device data logs confirmed a single occurrence of system fault 101 indicating an incorrect outlet pressure measurement. The investigation could not reproduce the reported failure during in-house testing. The review of the data logs also revealed multiple disconnection alarms that were triggered indicating pressure checks were activated. The investigation determined that the reported issue was most likely due to an incorrectly installed expiratory adapter which introduced a leak in the peep pressure line. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a system fault 101 (sf101) error message. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for evaluation. The evaluation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a system fault 101 (sf101) error message. There was no patient injury reported as a result of this incident.